Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available donor information was included. Additional donor details are not available. Patient identifier: complete sid: (B)(6).

Event description:
The customer reported a (B)(6) prism hiv o plus result on one donor. Initial testing was (B)(6). Repeat result provided: (B)(6) 2019 sid (B)(6) = (B)(6); sample was nat testing (B)(6). Previous same donor tested on (B)(6) 2019 sid (B)(6) was (B)(6). No impact to donor management was reported.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause abbott prism hiv o plus lot 02010n100 identified normal complaint activity. No customer returns were available for evaluation. The performance of the likely cause lots were investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lots. This review did not identify any non-conformances, potential non-conformances or deviations. A review of overall customer field data was performed regarding initial reactive rate (irr), repeat reactive rate (rrr) and specificity for lot 02010n100. The irr, the rrr and the specificity of all lots are within package insert specifications. A review of labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.